Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-nov-2021. The additional event information indicated that the reported event did not result in any clinically significant delay in the procedure. On 23-nov-2021, the product analysis lab received the complaint device on. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00525 and 3008114965-2021-00526. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization procedure, the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 6451018) became impeded in the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30567288) during its delivery to the target position. The physician attempted to withdraw the stent but was not successful. The stent was removed with the microcatheter together outside the patient¿s body. It was observed that the microcatheter was kinked and the physician replaced the stent and the microcatheter to complete the procedure. There was no report of any patient injury or complication. On 20 oct 2021, a photo was added to the complaint. The photo was reviewed by the product analysis lab and is documented below. [Photo analysis]: based on the photo provided, a section of the 4.5mm x 37mm enterprise® vascular reconstruction device tip was shown; the device is outside its original packaging and appears to be in good condition. No damage was noted on the device. Additional information was provided on 28-oct-2021. The information indicated that nothing unusual was noted about the stent system prior to use. Adequate continuous flush was maintained through the prowler select plus microcatheter, but there was resistance during the stent insertion through the microcatheter. The stent / stent delivery system did not appear damaged. When the stent component of the enterprise system was still on the delivery wire when it was removed with the microcatheter. The replacement stent and microcatheter were not of the same product codes as the complaint devices. On 22-nov-2021, additional event information indicated that the reported event did not result in any clinically significant delay in the procedure. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) was received contained in a pouch. The device was visually inspected and was observed to be in good, normal condition. There were no damages nor anomalies observed on the components of the device. The stent component was inside the introducer. Functional evaluation: the concomitant 150cm x 5cm, 2 markers prowler select plus microcatheter was flushed using a lab sample syringe. Then the complaint 4.5mm x 37mm enterprise® vrd was introduced into the microcatheter and advanced; no resistance / friction were experienced. Based on the functional test performed, the reported issue that the 4.5mm x 37mm enterprise® vrd became impeded in the concomitant microcatheter during the attempt to deliver it to the target position was not confirmed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6451018. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following precautions: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to un-sheath the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00525 and 3008114965-2021-00526. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The email address of the initial reporter was not available / provided. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00526. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure, the 4.5mm x 37mm enterprise® vascular reconstruction device (vrd) (enc453712 / 6451018) became impeded in the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30567288) during its delivery to the target position. The physician attempted to withdraw the stent but was not successful. The stent was removed with the microcatheter together outside the patient¿s body. It was observed that the microcatheter was kinked and the physician replaced the stent and the microcatheter to complete the procedure. There was no report of any patient injury or complication. Additional information was provided on 28-oct-2021. The information indicated that nothing unusual was noted about the stent system prior to use. Adequate continuous flush was maintained through the prowler select plus microcatheter, but there was resistance during the stent insertion through the microcatheter. The stent / stent delivery system did not appear damaged. When the stent component of the enterprise system was still on the delivery wire when it was removed with the microcatheter. The replacement stent and microcatheter were not of the same product codes as the complaint devices.